Event description:
Unable to lift over a few pounds without pain and numbness in left hip and leg. Cannot stand for very long without leg going numb. Back is weak and sore most of the time. Cannot do normal housework without aftermath of pain and numbness. Nerve seems to be damaged.